Event description:
A spinal surgery for an open stabilization of the thoracic spine (dorsal instrumentation) has been performed, with the aid of the virtual display by the brainlab navigation for the placement of the pedicle screws. Two of the thoracic pedicle screws on the right side of the pt were placed at an unintended position. Intra-operative CT verification during this surgery revealed that these 2 pedicle screws were placed too far lateral, i.e. Next to the pedicle. The position of these 2 pedicle screws were corrected during the same surgery. According to the hospital (surgeons), there is no negative effect to the pt, and the final outcome of the surgery was successful.

Manufacturer narrative:
A risk to the pt's health could not be excluded for these specific circumstances, although there is no indication of a malfunction or defect or (systematic) error of the brainlab device, the corresponding brainlab measures to minimize this already anticipated risk as low as reasonably practicable are in place. According to the hospital (surgeon), there is no negative effect to the pt, and the final outcome of the surgery was successful. The virtual display of the brainlab navigation might not have been as accurate to the pt anatomy as desired during the placement of these pedicle screws, potentially caused by a rotational shift of the screws in the navigated (non-brainlab) instrument at or after user calibration of that non-brainlab instrument/screw combination to the navigation system (e.g. Due to not sufficiently rigid fixation of the screw to the instrument or loosening of screw from instrument at insertion to the pedicle) movements of the vertebra that could not be compensated by the navigation system, since the reference array was not attached on the bone operated on. Brainlab investigation could neither confirm nor disprove an actual discrepancy of the info virtually displayed by the brainlab navigation and the actual current anatomy and instrument positions.